Manufacturer narrative:
(B)(4). The lot was manufactured from july 30, 2014 ¿ july 31, 2014. One actual unit was received for analysis. Visual inspection showed no signs of obvious physical abnormality that could have caused the reported issue. A functional leak test was subsequently performed by filling the unit with green colored water. During fill, a leak was observed at the solvent-bonded junction of the tubing and stress-member located next to the fill-port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor leaked around the fill port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.